Event description:
The male hub on the bifuse that was in a closed system on a broviac became cracked. As a result, line needed to be changed in a sterile technique and required an unnecessary opening of the central line. Dextrose 5% with heparin was infusing in this port at the time.